Event description:
Reporter states, "pt had revision surgery of the tibial insert due to slight polyethylene wear."

Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.